Manufacturer narrative:
Concomitant medical products: 505da26 valve, implanted: (B)(6) 2013. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient developed an infection and a hematoma. The implantable pulse generator (ipg) system was explanted and cultures were taken. No further patient complications have been reported as a result of this event.